Manufacturer narrative:
Correction: date of event & date received by manufacturer & manufacturer narrative . Additional information: imdrf annex a ,annex g, annex c codes. A review of the device history record showed the device had a manufacture date of 18jun2008. The review was performed from the date of manufacture to the present date 21may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. After review of the file it was determine that error code ¿600.6875¿ is not a reportable malfunction and MDR was submitted in error.

Event description:
It was reported that the pcu 8015 had error code 600.6835. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18jun2008. The review was performed from the date of manufacture to the present date 05may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the pcu 8015 had error code 600.6835. There was no patient involvement.